Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, and low r-waves were noted. Review of a remote transmission also showed that the rv lead had previously triggered an alert for noise. The lead remains in use.  No patient complications have been reported as a result of this event.